Event description:
It was reported that the healthcare provider noted a lead safety switch (lss) to unipolar sensing due to a singular high, out-of-range (>2000 ohms) pacing impedance measurement from the right ventricular (rv) lead. The patient is quite young and also noted a sensation of a racing heart while completing homework at his desk. This was the result of the device pacing at the maximum sensor rate (170 bpm). Diagnostic imaging was performed and the results were sent to boston scientific technical services (ts) for review, in addition to the device data. At this time, ts is still reviewing the provided data and a response will be provided to the field representative shortly. The device remains implanted and the patient is stable. The rv lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the healthcare provider noted a lead safety switch (lss) to unipolar sensing due to a singular high, out-of-range (>2000 ohms) pacing impedance measurement from the right ventricular (rv) lead. The patient is quite young and also noted a sensation of a racing heart while completing homework at his desk. This was the result of the device pacing at the maximum sensor rate (170 bpm). Diagnostic imaging was performed and the results were sent to boston scientific technical services (ts) for review, in addition to the device data. At this time, ts is still reviewing the provided data and a response will be provided to the field representative shortly. The device remains implanted and the patient is stable. The rv lead is not a boston scientific product.